Event description:
A complaint was received regarding a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap that experienced no flow. It was stated in the report that the ch14 (reference #: (B)(4)) connected to ch3034, fluid couldn't drip. The event occurred on (B)(6) 2025 during infusion. There was concomitant drug, and concomitant device involved. An unknown chemo drug was involved in the event. Here was no delay in critical therapy and no bleedback was noted. There was a patient involvement reported, but no patient harm/adverse event reported.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. E1 - this complaint was received through: (B)(6). The investigation is pending completion.

Manufacturer narrative:
Received one used ch-14 chemoclave vented bag spike, one (used ch3034 bag spike adapter w/spiros and one used non-ICU medical 150 ml burette extension set for inspection. No defects or anomalies noted. The set and all the mating devices were attempted to prime with a syringe filled with fluid. There were restrictions in flow. The ch-14 and ch3034 were disconnected. There was a stick down on the ch-14. The reported complaint could not be confirmed on the ch3034. There were no issues priming the spiros. A device history record review could not be conducted because no lot number was identified. Corrected information can be found in d10 and e3.